Event description:
The manufacturer received information from a third party service center alleging a ventilator's right keypad button works intermittently and the device was unable to be powered off. There was no harm or injury reported. The evaluation of the device is still in progress. A follow-up report will be submitted when the manufacturer's investigation is complete.